Manufacturer narrative:
Manufacturing evaluation: investigation - the valve was received in the return kit, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. However, tissue remains on the pre-chamber are visible. Permeability test - a permeability test has shown that components of the shunt system are permeable. Adjustment test - the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results - testing was performed, as stated above. Both valves were permeable but the opening pressures were not within tolerance. The opening pressure of both valves were significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valves. There were no visible deposits observed inside the shunt assistant and slight build-up of substances inside the progav 2.0. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The initial implantation was performed in (B)(6) 2019. However, there was suspected blockage. Revision was done on (B)(6) 2019 due to the malfunction and the product was replaced. A contrast agent had been used during the procedure, and it had not shown complete blockage. Additional information was not provided.